Event description:
A small around (approx 1.5cm) of hydrophilic coating sheared off the guidewire near the puncture site of the cisterna chyli during an initial successful access attempt coating remains in/around pt's cisterna chyli as a result.